Manufacturer narrative:
Investigation summary: bdj received an actual customer sample and 4 photos were received from the customer facility for evaluation. The customer¿s failure mode of ¿embedded fm¿ was seen in the samples and photos. The device history records were reviewed with no issues being identified. There were no related quality notifications. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. A CAPA# (B)(4) has been opened for molding defects including embedded fm.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was "embedded foreign matter in the tube."